Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at th11 to treat a vertebral fracture from a fall. It was reported that cement extravasated "upward and downward but additional treatment was not required". No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.